Event description:
It was reported that during the implant procedure the wire was not able to be inserted past the terminal pin of the left ventricular (lv) lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and there was foreign material on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that guidewire insertion test failed at the is-1 pin location. Alcohol was used to soften and move the object obstruction inside of the connector pin. Then visual analysis of the object was performed with destructive testing. There is foreign material which was confirmed as the competitor guidewire's hydrophilic coating. (B)(4).